Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of these issues were unknown. It was also reported that it seems that the second lead (the one placed on (B)(6) 2017) now also has issues. Impedances were checked on (B)(6) and the only programs that worked were the 4 case programs. The patient reported that none of the case programs were working either. No further information reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1bm8j, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep). Patient reported that their fecal incontinence came back. Patient had lead revision on (B)(6) due to impedance read over 4000 ohms. The lead was removed and replaced with a new lead. The indication for use for this patient was gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.